Manufacturer narrative:
Report source of foreign was missing.

Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory. The device was tested on the bench. Analysis of the device image revealed telemetry interruption which resulted in the reported issue on backup operation.

Event description:
It was reported that during interrogation before shipment, the pulse generator was found in back-up vvi mode.